Event description:
It was reported that during photoselective vaporization of prostate, the fiber tip broke. A second fiber was attempted but was found to be defective. The procedure was successfully completed with a third fiber without consequences to the patient. This report is for the first fiber.

Event description:
It was reported that during photoselective vaporization of prostate, the tip of the first fiber broke after 17:21 min and 152,563 joules of use. A second fiber was attempted but was found to be defective and unable to be recognized by the laser console. The fiber was exchanged and the procedure was successfully completed with a third fiber without consequences to the patient. This report is for the first fiber.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the fiber tip as found to be attached and present. Analysis identified that the glass cap was moving independently within the metal cap due to glue failure. Therefore, the event is confirmed based on this specific finding. It is probable that the identified detritus adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, contributing to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact. Continuous elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use (IFU), accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Based on the information available, there was no reported permanent impairment or injury to the patient and no medical or surgical intervention. The procedure was completed with a second fiber without patient complication. The information does not reasonably suggest that the identified glue failure could potentially cause or contribute to death or serious injury if it were to reoccur. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified severe charred detritus adhesion on the metal cap surface, indicative of prolong tissue contact. The glass cap exhibited severe devitrification at the output window and the glass cap was moving independently within the metal cap, which is indicative of glue failure. The fiber was functionally tested with helium neon (hene) laser fixture and the testing performed did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: analysis of the returned device did not identify the reported fiber tip break. Based on the observed glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of prostate, the tip of the first fiber broke after 17:21 min and 152,563 joules of use. A second fiber was attempted but was found to be defective and unable to be recognized by the laser console. The fiber was exchanged and the procedure was successfully completed with a third fiber without consequences to the patient. This report is for the first fiber.